Manufacturer narrative:
Section a6: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is between jul 30, 2024 and aug 27, 2024. Section h3 (no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A planned explant of a multifocal intraocular lens (iol) was initially reported due to an unhappy patient. This was the third post operative visit in which the patient reported he does not ¿see well¿ and nothing is crisp. The patient also reported halos. The issues affected the patient's daily activities. Additional information indicated that the lens was explanted from a patient's operative eye on (B)(6) 2024. Vision pre-operative was 20/80 and post-operative: 20/25 with near being j3. There was incision enlargement, but no vitrectomy required, and no sutures made. No medication was prescribed and no delay in procedure reported. The patient status is unknown. No further information was provided.